Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported no longer able to use the aligners because the aligners break down the composite fillings making them brittle and had to have them refilled twice since wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.